Manufacturer narrative:
There was no malfunction or serious injury. This is being reported as an event that could potentially cause or contribute to serious injury or death if it recurred. The root cause of the incident appears to be user error as or personnel neglected to follow protocol and brought an mr-unsafe retractor into the suite without adding it to the surgical tool list. There was no record of the retractor on the surgical tool list, so it was missed in the check prior to the deployed magnet being brought into the suite.

Event description:
During a craniotomy, a cerebella retractor was being used to retract the skin. The retractor was subsequently covered up with surgical towels and was not visible. When it was time to perform the intra-operative imaging, the surgeon left the room and the junior scrub nurse prepared the patient. They were told to remove all metal from the field, however, the was no record of the retractor on the surgical tool list, so it was missed in the check. The magnet was brought into the suite and when it was approximately 30cm from the patient's head, or personnel saw something move beneath the drapes. They immediately started moving the magnet backwards away from the patient and then the retractor came through the draping and into the magnet bore. Inspection of the patient indicated that there was no injury sustained as the retractor cleanly detached. The surgery was successfully finished without imaging.